Event description:
It was reported that the left monitor was dark and images were therefore difficult to make out. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The monitor contrast and brightness were acceptable. The system was tested and found to be working as intended and placed back into service.